Event description:
It was reported that during an unspecified procedure, the coating of the jag precursor guide wire was damaged. The cannula was advanced through the lesion and the wire was inserted and crossed to the lesion. When the cannula was removed, the core wire was exposed 10cm from the distal end of the guide wire. The procedure was completed with another of the same device. There were no pt complications and the pt's status was reported to be "good".